Event description:
The user facility reported that as the doctor was pinning the patient (prior to surgery); he got the mayfield up to 60 lbs of pressure, but then it dropped down to 20 lbs of pressure causing the patient's head to slip. The doctor had to completely re-position the patient without the mayfield skull clamp. The patient sustained a laceration above the right ear prior to the procedure (approximately 1 < inches long). The patient required sutures. On may 22, 2008, integra received additional information from the nurse; neuro-coordinator: she stated that "there was a malfunction of the device. She is not sure which part of the mayfield malfunctioned; the skull pins (which were re-usable) or the clamp itself. (Did the mayfield loosen, or were the re-usable skull pins dull?) The patient's head was in the mayfield, and then it slipped." To her knowledge, there were no post-operative complications as a result of the laceration.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.